Manufacturer narrative:
Date of event is unknown, used the first date of the aware month.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the pump remained flat constantly and it was very hard to handle. A revision surgery was performed in which the existing cylinders and pump were replaced. The patient did not have any pain.